Manufacturer narrative:
This report is submitted on february 27, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced issues with skin around abutment site; subsequently the patient was treated with a topical antibiotic (date and duration not reported).